Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, it was noted that the tubing connecting the pump to the reservoir was broken. The original reservoir remained implanted and a new one was placed in a different location. No patient complications were reported.